Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed and therefore, not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a pcb00 intraocular lens (iol), a crack was observed in the optical zone of the lens. The lens had to be cut in half and an incision enlargement was required to remove the lens from the male patient's right eye. The lens was replaced with another lens of the same model. The replacement lens was implanted without consequence and the patient is doing fine after the surgery. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/10/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the plunger was observed in a fully advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed and the lens was cut in two pieces as results of the removal. Therefore, the reported iol torn was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.